Event description:
The account alleged the brake pedal bar would pop out of brake when the bed was moved. No patient impact.

Manufacturer narrative:
The technician replaced the brake main bearing and the brake support to resolve the issue.